Event description:
The customer alleged they received questionable creatinine plus (crep) results on their p-module. The customer provided data for 13 patients, of which 4 had discrepant results. The first patient's initial crep result was 114.3 umol/l and was reported outside the laboratory. The sample was repeated on another p- module, serial number not provided (p3), and the patient's result was changed to 291.1 umol/l. The second patient's initial crep result was 124 umol/l and was reported outside the laboratory.. The sample was repeated on p3 and the patient's result was changed to 235.7 umol/l. The third patient's initial crep result was 40.2 umol/l and was reported outside the laboratory.. The sample was repeated on another analyzer, analyzer type not provided (alb), and the patient's result was changed to 80 umol/l. The fourth patient's initial crep result was 26.1 umol/l accompanied by a data flag. The sample was repeated on the original analyzer and the result was 78.9 umol/l. The sample was repeated on alb and the result was 89 umol/l. It was unclear which result was reported outside the laboratory. The customer stated "there has not been any contact from the department about the wrong results". It is unknown if any patients were harmed due to this event. The crep reagent lot number provided was "1" and expiration date were not provided. The six month preventative maintenance had been performed on the analyzer. The sample probes were thoroughly cleaned.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined with the information provided by the customer. The quality control and calibration data was acceptable. The root cause appears to be related to a pre-analytical issue. The customer stated they saw air bubbles on the surface of samples after centrifugation. The erroneous results were not reported outside of the laboratory. No adverse event was reported.